Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Device had broken battery tube threads, cracked reservoir tube lip. The test reservoir locked in place properly and no anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump was damaged and the drive support cap was damaged. The customer's blood glucose level was 153 mg/dl. The customer was assisted in troubleshooting. The customer reported that there was damage to the reservoir lip ring and the reservoir was not able to lock into place when inserted inside the insulin pump. It was reported that there was a crack in the battery compartment and the battery pieces seemed to be falling loose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.